Event description:
The customer contact reported a leak. The tubing set was being used to deliver 20meq of potassium in either normal saline or 0.45% normal saline, at an unspecified rate. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location of the air eliminating filter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no addition information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found that solution leaked from the proximal air vent of the air eliminating filter. The probable cause of the leak at the air vent could not have been related to the combination of low surface tension of the solution infused through the air eliminating filter and peaks of high pressure. A contributing factor could be due to the solvent application method of the semi-rigid adapter to the filter port of the filter. This report represents all the information known by the reporter upon query by hospira personnel.